Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21395. It was reported the patient experienced ineffective and positional stimulation which was resolved by reprogramming. However, follow-up identified positional stimulation has re-occurred. It was reported surgical intervention may be taken to address the issue pending the patient's decision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.